Event description:
During a ptca treatment procedure, the maverick2 monorail 15/1.5 mm balloon ruptured at unknown atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the proximal left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail 15/1.5 mm balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.